Event description:
While performing a left above-knee amputation, surgeon was using the towel clip as a bone retractor when the clip broke. Portion of clip that broke retrieved and no patient harm. Surgery was completed.